Event description:
It was reported that during the beginning of the surgical procedure, the customer experienced multiple system power on faults. No patient harm was reported. The patient incisions were closed and the surgical procedure was rescheduled for a later date.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with an iod pca and msd pca. The system was repaired by replacing the affected iod pca and msd pca. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The patient incisions were closed and the surgical procedure was rescheduled for a later date.